Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿6.4 mmol/l¿ with the subject meter and ¿4.8 mmol/l¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Since the initial 3500a report was submitted, additional information has been obtained. The complaint description should now read as follows: on (B)(6) 2016, the lay user/patient contacted lifescan canada alleging that her onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained during a follow up call from the csr. The patient stated that the alleged product issue began on (B)(6) 2016 at 6:29pm. The patient stated that she obtained the result of "6.4 mmol/l" using the subject meter compared to a result of "4.8 mmol/l" obtained using another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with gliclazide diabetes medications. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "hungry and felt off" at around the end of (B)(6) 2016 (date/time not provided), which she associated with a high blood glucose. The patient stated that she felt the symptoms were caused by an hcp change to her medication from metformin to gliclazide at the same time the symptoms developed, and that she was still adjusting to the change. The patient denied that she received any treatment. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the patient did not have control solution available to perform a walk-through test, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using an approved sample site and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The allegation of inaccurate high correlates with the patient's symptoms which she associated with high blood glucose. The symptoms developed prior to the alleged product issue and the patient associated the symptoms with a change in diabetes medications rather than the subject meter. The patient did not receive any treatment. The alleged product issue was not resolved with troubleshooting.